Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being dislodged, while wearing it on the hips/buttocks. For treatment, the parent changed out the pod and gave a correction bolus.

Manufacturer narrative:
No damages or defects were seen with the cannula assembly or needle mechanism that would cause the cannula to dislodge. Data downloaded from the device returned an 0x22 alarm, indicating the device is in critical alarm state. The device was reset in an effort to pair it with a new pdm. The device would not connect with the new pdm. Also, the device would not pair with the master pdm. Subsequently the shelf mode current could not be measured.